Event description:
The caller alleges the (B)(4) meter is inaccurately measuring blood-glucose too high compared to her symptoms. The pt was diagnosed with type ii diabetes 10 years ago. The pt was using 10 iu insulin glargine daily. The patient's (B)(4) was showing high values, so her physician increased her dosage to 12 iu daily. After this alteration of dosage, the pt experienced leg and arm weakness, sudoresis, muscle pain an described as "almost died". It is reported the (B)(4) read 100 mg/dl and that this was 60 mg/dl higher than another meter (not named). Remedial action was not provided. The pt decreased the insulin dose from 12 iu daily to 10 iu daily without notifying the physician. The physician was not notified of this incident. It is reported the pt took part in hydro-gym as a physical activity. On (B)(6) 2015 (B)(4): 120 mg/dl and other meter: 83 mg/dl. On (B)(6) 2015 (B)(4): 121 mg/dl and other meter: 85 mg/dl.

Manufacturer narrative:
The device has been requested, but has not been returned to the MFR. The meter DHR was referenced and the meter left the factory within specification. The test strip lot DHR was referenced and the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the info provided, the root cause of the 60 mg/dl discrepant values could not be determined, environmental factors, medical conditions and testing practices could have contributed. An improper insulin schedule or physical activity is suspected for the hypoglycemic event. It is entirely possible to observe seemingly large differences in measurements between brands while they are both operating within their reported accuracies. Both reported comparisons fall within zone a of the consensus error grid. Zone a relates to 'no clinical effect'. It is the physician's responsibility to recognize this brand-to-brand difference and adjust a patient's insulin schedule accordingly. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended.

Manufacturer narrative:
The device has been requested and has been returned to the distributor. A confirmation investigation shows the meter is operating within specification. The test strip lot DHR was referenced and the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the 60 mg/dl discrepant values could not be determined. Environmental factors, medical conditions and testing practices could have contributed. An improper insulin schedule or physical activity is suspected for the hypoglycemic event. It is possible to observe seemingly large differences in measurements between brands while they are both operating within their reported accuracies. Both comparisons fall within zone a of the consensus error grid. Zone a relates to 'no clinical effect'. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended. Update: meter was returned to distributor and confirmation testing performed by distributor found the meter to be operating within specification. These results do not affect the root cause analysis.